Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use on an arctic sun device between the dates of 12/30/23 and (B)(6) 2024, a patient sustained extensive skin injuries on their trunk, flank and legs, in the area where the arctic gel pads were applied. It was noted that the patient has experienced keloid scarring, disfigurement, pain and discomfort, emotional upset, permanency, and the need for past and future medical treatment including procedures and surgeries. Per the medical report, the skin injuries were caused or contributed to by the medical negligence of the employees of (B)(6) and (B)(6) in allowing the arctic sun and arctic gel pads, which were under their control, to injure the patient. It also notes that the patient¿s skin injuries from the arctic sun and arctic gel pads were also caused or contributed to by a defect in the design and warnings for the arctic sun and arctic gel in that the machine and its pads were designed in a way that allowed injuries, such as the patient¿s, with anticipated use, and the product information failed to adequately advise health care professionals of the history of the machine or its pads in causing similar injuries, or of the propensity of the machine and it pads to cause skin injuries like b.s.¿s with anticipated use, or to adequately instruct the healthcare providers on how to avoid such injuries.

Manufacturer narrative:
The investigation was confirmed. Treatment began on the arctic sun on (B)(6) 2023 at 23:00 due to increased temperatures in the setting of dysautonomia. Patient temperature (pt) was 38.7c and the target temperature was 37c with a goal to normalize the pt at target. An unknown size of arctic sun gel pads was used. However, both medium and large pads were noted in the medical record. Throughout the case, arctic sun targeted temperature management was intermittent amongst multiple critical care therapies and polypharmacy. Patient¿s admitting diagnosis of nmda encephalitis secondary to ovarian teratoma may present with rashes, such as a diffuse, desquamating maculopapular rash. Per clinical notes, therapy with the arctic sun was initiated (B)(6) 2023 for this febrile patient, and there were 10 therapy sessions totaling approximately 402 hours of therapy noted between (B)(6) 2023 and (B)(6) 2023. In these cases, the patient was above normal body temperature at therapy initiation patient presenting up to a maximum temperature tmax of 40.5c for hyperthermic rescue therapy with a goal to normalize pt. During three cases from (B)(6) 2023 through (B)(6) 2023, it was documented that there were large swings in patient temperature probe readings and temperature probe troubleshooting caused one case to be stopped. In these cases, the device provided cool water when the patient was above target and warmer water when the patient was below target. During the holidays between (B)(6) 2023 and (B)(6) 2023, there were two cases where therapy was initiated when the patient was exceedingly above normal body temperature, and the patient was placed on active therapy to normalize body temperature. In each case, therapy was documented as stopped once the patient was near normal body temperature as opposed to active normothermia to prevent refractory fever. Per clinical notes, it was documented therapy was discontinued on (B)(6) 2023 due to hypothermia. From the initiation of therapy on (B)(6) 2023 through (B)(6) 2023, there were no notes of patient skin issues related to exposure to product material. The next case¿s initiation time was unable to be determined from the clinical data, but therapy end was noted on (B)(6) 2023 0:00, when the mother requested new pads to be ordered and the patient temperature was 38.4c. Another case was noted to be initiated 10 hours later, when the patient was again exceedingly above body temperature at 39.9c. The patient reached target (B)(6) 2023 10:00, and therapy was stopped (B)(6) 2023 14:00 at 36c. Per the clinical note, the arctic sun was removed and patient was cold. Additionally, (B)(6) 2023 at an unknown time staff noted a rash in the area of the arctic sun pads. After this was noted, another case was initiated (B)(6) 2023 5:15 with the patient temperature at 39.7c, and there were issues with reducing patient temperature until the case was ended (B)(6) 2023 17:00 at 38.1c. Therapy was refused by the mother at this time. On (B)(6) 2024, it was noted that patient became febrile overnight over 39.5c and patient had developed a red, raised firm rash in the distribution of the pads. Another case was initiated (B)(6) 2024 2:08 with the patient temperature at 39.5c the pads were placed on the back and anterior thighs, but not on the inner thighs. The patient temp continued to rise to a max of 41.6c, and eventually the pads were placed across the entire thigh, and the temperature began to lower. Per dermatology consult information, it was diagnosed as cold panniculitis and does not require treatment. The rash was noted as a mild raised red rash on the patient¿s bilateral thighs. This documentation provides insight indicating that the team caring for the patient may have applied pads to damaged or nonintact skin, which is contraindicated in the instructions for use. On (B)(6) 2024, clinical documentation noted fluid filled blisters in the distribution of the pads, and the arctic sun was removed (B)(6) 2024 16:00 out of concern for frostbite, and data regarding cases of the arctic sun therapy ended at this point. On (B)(6) 2024, dermatology was consulted for evaluation and red/purple firm skin nodules on the inner thigh and lateral abdomen were noted, starting 3 days ago, at sites where the arctic sun pads are applied. It was noted that the arctic sun was currently in place, but the mom has applied thin cloth as a barrier between pads and skin and reports that lesions have not progressed. Per dermatology, pink violaceous macules coalescing into patches over the bilateral medial thigh and lateral abdomen at sites of pad placement. Per info received from 04 january 2024 md progress note, ¿we have ongoing concerns about thermoregulation following discontinuation of arctic sun on (B)(6) 2024, which we will not resume.¿ per the pediatric neurology consult, ¿clinical course was complicated by dermatologic injury secondary to cryotherapy for her hyperthermia.¿ the notes are unclear about what type of cryotherapy was being referred to, as arctic sun is not a cryotherapy device and water temperature lower limits are restricted above freezing. Additional notes about external cooling measures were noted: medications and gavage. Inconsistent descriptors were noted in the skin assessment across clinical data, where the issues were noted as ¿frostbite from cryotherapy¿ (B)(6) 2024, ¿burns¿ (B)(6) 2024, ¿skin-blistering rash¿ (B)(6) 2024, and ¿fat necrosis¿ (B)(6) 2024. Skin assessments continued to change once arctic sun therapy had concluded, and wounds continued to progress post therapy. On (B)(6) 2024, injuries were noted as ¿left lower abdomen, bilateral anterior thighs and lower back to buttocks with numerous erosions with superficial sloughing of epidermis, and some dusky erythematous macules.¿ an extensive discussion was also noted in the dermatology progress note regarding the need for ongoing wound care and that it will take some time for burns to heal. No evidence of infection was noted. On (B)(6) 2024, a skin issue on the back of the neck was noted, which was beyond the area of pad exposure. On (B)(6) 2024, it was noted that there was increased drainage from wounds that was foul smelling, and the following culture was noted positive for gram positive cocci bacteria. Per 23 jan 2024 dermatology notes, ¿there has been a little bit of confusion regarding her wound care, paws has been seeing her but not for larger trunk and extremity open sores.¿ the skin assessment noted ¿bilateral lower and lateral abdomen, bilateral anterior thighs and lower back to buttocks with numerous erosions with superficial sloughing of epidermis, granulation tissue at base of several lesions: with scattered hyperpigmented macules on thighs¿ wound treatment continued with a noted change in descriptors on (B)(6) 2024, where the skin assessment noted a fat necrosis event. Dermatology noted additional skin issues (B)(6) 2024 with bilateral hand rash, and (B)(6) 2024 for paronychia on bilateral 1st great toes. Wound care continued through patient discharge on (B)(6) 2024, where patient continued with outpatient wound treatment. The product catalog number for this device is unknown. A DHR review is not required as the lot number is unknown. Corrections made to tab e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use on an arctic sun device between the dates of (B)(6) 2023 and (B)(6) 2024, a patient sustained extensive skin injuries on their trunk, flank and legs, in the area where the arctic gel pads were applied. It was noted that the patient has experienced keloid scarring, disfigurement, pain and discomfort, emotional upset, permanency, and the need for past and future medical treatment including procedures and surgeries. Per the medical report, the skin injuries were caused or contributed to by the medical negligence of the employees of (B)(6) hospital and the (B)(6) university in allowing the arctic sun and arctic gel pads, which were under their control, to injure the patient. It also notes that the patient¿s skin injuries from the arctic sun and arctic gel pads were also caused or contributed to by a defect in the design and warnings for the arctic sun and arctic gel in that the machine and its pads were designed in a way that allowed injuries, such as the patient¿s, with anticipated use, and the product information failed to adequately advise health care professionals of the history of the machine or its pads in causing similar injuries, or of the propensity of the machine and it pads to cause skin injuries like b.s.¿s with anticipated use, or to adequately instruct the healthcare providers on how to avoid such injuries. Pt history: obesity, cannabis abuse.